Manufacturer narrative:
A2. Patient¿s birthday was not provided, (B)(6) xxxx was used based on age of patient. No product or photo was returned by the customer. The customer complaint of "the top hard plastic piece on the pump segment of the tubing became separated from the tubing itself and 'air in line' warning displayed" could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on material 2420-0007 because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
It was reported that bd alaris pump module smartsite infusion set was leaking. The following information was received by the initial reporter with the following verbatim. On the event date the patient was in clinic to receive gemcitabine and abraxane. The patient received her pre-chemo medications and abraxane without incident. The gemcitabine was attached to the primary tubing via the upper y site. When the gemcitabine infusion was started and 'air in line' warning displayed. When the treatment nurse went to loosen the bubble to rise up to the top of the tubing, the top hard plastic piece on the pump segment of the tubing became separated from the tubing itself. A few drops of fluid dripped onto the pump and onto the nurse's hands. No fluid went onto the floor. The nurse clamped the secondary tubing to which the gemcitabine was connected and asked for assistance from a second nurse. The second nurse detached the secondary tubing and capped it. The primary tubing was reattached where it came loose, clamped shut and the primary line was swapped out for a new one. The remainder of the infusion went without incident.